Event description:
It was reported that approximately one day after implant, an right ventricular (rv) lead microdislodgement was noted. High thresholds and undefined impedance were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.